Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable.

Event description:
The customer reported intermittent fast stop activated error messages. This causes the system to shutdown. This could cause procedural delays. There is no report of injury or death associated with this event.